Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt experienced an acute pulmonary issue and went into cardiac arrest in which he could not be resuscitated and has expired.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time.